Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 23 june 2016. The fse adjusted the impasse for clot detection of s206 pressure sensor. The engineer also upgraded the software and ran daily maintenance and quality control without error. The aia 360 was working as intended. No further action required by fse. The probable cause of the event was an adjustment to the pressure sensor

Event description:
On (B)(6) 2016 a customer reported sample clog errors on quality control (qc) material and calibrators with their aia 360 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting e2, bhcg, prog, and fsh patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.